Manufacturer narrative:
The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable bilirubin result for 1 patient when comparing the result from cobas b 221<6>=roche omni s6 system compared to a cobas 4000 c (311) stand alone system. This medwatch will cover the cobas c311. Please refer to the medwatch with patient identifier (B)(6) for information on the cobas b221. The bilirubin result from the cobas b221 was 13.9 mg/dl. The bilirubin result from the cobas c311 was 18.6 mg/dl. It was not clear which or if either of the instruments generated the correct result. Clarification has been requested. The result in question was not reported outside of the laboratory. The bilirubin reagent lot information was not provided.

Manufacturer narrative:
Date of event, was updated. The customer did not provide any information regarding the c 311 analyzer. The investigation did not identify a product problem.